Event description:
A (B) (6) male pt contacted lifecor customer support to report that one of the battery packs had a broken locking tab and would not charge. She stated that when either battery pack was placed in the charger, the red light with the slash would illuminate. The pt stated that one battery pack would not power up the monitor. Support sent the pt a replacement monitor and battery packs.

Manufacturer narrative:
Device manufacture date: battery charger (B) (4). Battery pack (B) (4). Battery pack (B) (4). Device evaluation summary: device evaluations of battery charger (B) (4), battery pack (B) (4), and battery pack (B) (4) have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified, but was likely random component failure. The faulty charger was repaired. It was then tested and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger and battery packs.